Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no allegation that the liquid embolic material was defective or that a malfunction occurred during the procedure. It is unknown how the patient developed the abscess/infection or if the patient required intervention. It is also unknown, where the liquid embolic material was being used. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. It is unknown what cause the abscess or if it was a preexisting condition.

Event description:
Medtronic received report that direct sac puncture was performed and afterwards, it was discovered that an abscess was in the psoas muscle. It is unclear whether the infection was caused by the access device or if it was a pre-existing condition.